Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 ca was unable to be primed during use. The following was reported by the initial reporter: "it was reported that no insulin flow when priming. Verbatim: from phone call on (B)(6) 2021, 20:14:47: spouse returned call. Received assistance with call from bd(B)(4). Spouse and consumer, (B)(6) speaking only. Spouse stated, she reported an issue back in december and never received replacement product or mail kit. Stated, no insulin flow when priming catalog: 320555. Lot: 9330097. Date of event: unknown. Samples: yes cl. The pen is (B)(4). The needle nano pro fit on the pen but the pen block during the injection of insulin."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 ca was unable to be primed during use. The following was reported by the initial reporter: "it was reported that no insulin flow when priming. Verbatim: from phone call on 2021-01-12 20:14:47: spouse returned call. Received assistance with call from bd canada. Spouse and consumer, french speaking only. Spouse stated, she reported an issue back in december and never received replacement product or mail kit. Stated, no insulin flow when priming. Catalog: 320555. Lot: 9330097. Date of event: unknown. Samples: yes cl. The pen is lantus solostar 100 units. The needle nano pro fit on the pen but the pen block during the injection of insulin."